Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezi0210 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales representative, facility reported that a 20g powerglide allegedly sheared in a patient. Contact reported that the patient is ok but will need to go to surgery to have it removed. Facility was able to locate the 2cm left in the patient via x-ray. Contact stated that the poweglide gave great blood return and that insertion was fine but when she went to retract is when she felt something was strange.